Manufacturer narrative:
No repairs were completed by the field service engineer as the customer declined service and repair; therefore, it could not be determined if it failed to meet specifications. A multi vendor/clinical engineering department" has handled the service call/incident and has restored the equipment to normal. Attempts have been made to try to obtain further information about patient use, only that there was no patient harm nor injury. No further information was able to be obtained. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00130. All information from the original report(s) has been transferred to this report.

Event description:
The device gives an alarm, and the interface prompts ovpovp circuit failure. Unknown if in clinical use at time of event. No reports of patient/user harm/injury.